Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the batteries inside the battery compartment of the purely yours breast pump opened during use of the pump on (B)(6) 2015. Customer states hearing a sound coming from the pump base that resembled the movement of liquid. She turned off the pump, opened the battery compartment and noted thin black fluid inside. The fluid stayed within this compartment therefore no injury, burn or property damage occurred in this event.